Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited intermittent loss of capture during a follow-up in clinic. The lead was repositioned later that day and the patient was stable following the procedure.